Manufacturer narrative:
Investigation evaluation:a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided.investigation conclusions:we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined.slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band.prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity.corrective action:a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation procedure (evl), the physician used a 6 shooter saeed multi band ligator. The bands would not hold and fell off the varices. The physician was able to complete the procedure with an injection needle.